Manufacturer narrative:
Eval results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: based on the complaint history, work order search and eval of the returned product, a specific root cause of the event could not be determined at this time.

Event description:
The reporter stated that the surgeon thought that the three piece silicone lens model aq5010v was discolored when removed from the case. No pt contact or injury.